Manufacturer narrative:
A medtronic representative reported that after the case with the alleged complaint, he went to see the radiology and imaging service supervisor. He spoke with her about the recommended parameters for imaging and also emailed her a copy of the imaging protocols. In addition, he emailed the surgeon with the same information for what parameters to request when ordering a scan. He has not heard of any further issues.(B)(4)

Manufacturer narrative:
On (B)(6) 2015 in trouble-shooting, it was found that the scan was not to protocol and had a tilt. On (B)(6) 2015 medtronic representative reviewed the patient archives and found the exam is missing the ears and top of the head. Conclusion: the fact that it is missing those features, can make the registration more difficult. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the surgeon alleged a 2 millimeter inaccuracy. The surgeon attempted to register the patient using touch-n-go registration, however, was not satisfied with the results. The surgeon then proceeded to register the patient using pointmerge, which resulted in lower error metrics and was successful. When touching ficucials, approximately off by 2 millimeters (different directions, depending on the fiducial). When touching anatomical landmarks, the registration was accurate. Biopsy was successful and the surgeon was happy with results. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.